Event description:
When my father was admitted to (B)(6) (B)(6) 2014 for short term rehab post hip repair surgery he was placed inappropriately in long term area of facility. Several days after admission he stated he could not get comfortable in the bed. Upon inspection it was obvious the mattress was old, worn out, with holes, tears, punctures, and deep (large butt) depression in center - which was not only very uncomfortable but harmful to his hip. After notifying the weekend charge nurse the mattress was replaced with another, still in plastic wrapping, mattress which went with him when he eventually was transferred per my request to the correct wing of the facility. My concern is that there may be other dangerous mattresses and mattress covers in this facility. The incident might not have been documented so it's possible no one else is aware of what occurred. For the safety and we'll being of other people who must be admitted to life care I feel it's important to make this known to agency that has power to investigate and correct such deficiencies. I do have exact date (below is inaccurate) and names if you require contact me.